Event description:
It was reported that a longitudinal tear was found in the catheter near the sure cuff.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. Chr showed no other similar product complaint(s) from this lot number.